Manufacturer narrative:
Initial

Event description:
It was reported that the user observed a blood glucose of 268 mg/dl while using the ilet with an inset 6 mm, 23 in infusion set placed on the abdomen and not performing meal announcements per clinician guidance; after consulting with clinical support, the user moved the infusion site to the thigh due to suspected scar tissue interfering with insulin delivery, and glucose corrected. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with relevance to the user interface and site management. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.